Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The patient experienced peritonitis and subsequently passed away. The patient was treated with vancomycin, cefapime and zithromax (routes, doses and frequencies not reported). On an unknown date during the hospitalization peritoneal dialysis therapy was withdrawn. The patient was discharged home under hospice care and passed away four days later. The cause of the peritonitis event was unknown. The exact cause of death was not reported as the patient was experiencing many significant medical issues and was on hospice care at home at the time of death.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. Should additional relevant information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4) - the following information was not included in the initial MDR: the peritoneal dialysis registered nurse (pdrn) reported the patient was initially hospitalized for septicemia and septic shock. While hospitalized the patient was diagnosed with pneumonia and suffered a heart attack. If additional relevant information becomes available, a follow up report will be submitted.